Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log identified multiple upstream occlusion, however the log cannot be used to distinguish true and false alarms. The device was found within specification in relation to the reported false upstream occlusion alarms. During evaluation, the pump functioned as intended with respect to the reported symptom, and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.